Event description:
It was reported that the right atrial (ra) lead had high impedance due to a possible fracture. The lead was extracted and replaced. The right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced with no complaint. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the full 407652 lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted that the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and the outer insulation of the lead was observed to have blood ingression. There was no complaint on this lead but visual inspection found outer insulation breached in-vivo environment stress cracking. Concomitant: 407645 implantable pacing lead 2010-(B)(6), addr01 implantable pacemaker 2010-(B)(6). (B)(4).